Manufacturer narrative:
Medwatch sent to FDA on 01/12/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pressure pain, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, pressure pain, and induration as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ indurations or nodules at the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylanest and then injected to the cheeks, chin, and temples with juvéderm® voluma¿ with lidocaine. Three months later patient developed swelling in the treated area and pressure pain. On this same day patient was treated with fractional treatment to the swollen area and hylase. After 8 days there is less swelling, however induration is perceptible. There is induration on the chin. The physician plans on treating with additional fractional and hylase. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 03/01/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylanest and then injected to the cheeks, chin, and temples with juvederm voluma with lidocaine. Three months later patient developed swelling in the treated area and pressure pain. On this same day patient was treated with fractional treatment to the swollen area and hylase. After 8 days there is less swelling, however induration is perceptible. There is induration on the chin. The physician plans on treating with additional fractional and hylase. Symptoms are ongoing.